Event description:
It has been reported, that the device will not power on.

Event description:
It has been reported, that the device will not power on.

Event description:
It has been reported that the device is failing self-test.